Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that the surgeon was in the process of removing adhesion from the patient upper abdomen, when the instrument broke. No patient injury. No delay in surgery. No additional intervention required. Components in use listed as concomitant devices are: pm973r / insulated outer tube 5/5mm 310mm. Po786r / jaw ins.uni.fix.forc.w/grooves d:5/310mm. Po959r / monopolar handle with ratchet.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found a bent shaft. Additionally, we found a cracked insulated outer tube and a bent metal inner tube pm600201. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect or production error can be excluded. We assume a mechanical overload situation as the causal factor, and these will result in the cracked insulated outer tube and the bent instrument. There is the possibility of leverage situation with the instrument. No CAPA is necessary.